Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k: this report is for an unknown 8-hole locking plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Device not expected to return for investigation without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Previously reported on mw5075330. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Medwatch # mw5075330.

Event description:
Maude report mw5075330: it was reported that on (B)(6) 2017 the patient fell on a concrete floor and shattered her left femur 3 inches above the knee while away from home. The patient was taken by ambulance to the emergency room at a hospital fifty (50) miles away. On (B)(6) 2017 the patient was treated by an orthopedic surgeon using an unknown bone graft and a synthes 8-hole titanium lateral periarticular locking plate. Post-operatively the patient was non-weight bearing for seven (7) weeks and afterwards could bear weight on the left leg up to one-third of her weight while using a wheelchair and walker. Reportedly, the fracture healed. Post-operatively, on (B)(6) 2017 while using the walker the patient reported having pain above her left knee while walking up the wheel chair ramp. The next day the patient had worsened pain and considerable swelling. On (B)(6) 2017, the patient contacted her surgeon and was seen by her doctor. An x-ray taken on (B)(6) 2017 revealed the titanium plate had broken and a re-fracture of the original fracture site. On (B)(6) 2017, the patient underwent a revision to remove the broken plate and a synthes 13mm titanium cannulated retrograde femoral nail was inserted to stabilize the leg fracture. All associated screws were removed intact. Post-operatively, the patient is non-weight bearing for at least eleven (11) weeks using a gregg locking brace for stabilization of the left leg. Concomitant devices reported: bone graft (unknown part and lot numbers, quantity:unknown) screws (unknown part and lot numbers, quantity:unknown) this is report 1 of 1 for (B)(4). This report is for a 8-hole locking plate

Event description:
Update to concomitant device reports: screws (part/lot unknown, quantity 10).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 02.124.409, lot l290736: manufacturing location: (B)(4). Release to warehouse date: february 08, 2017. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the provided x-ray from (B)(6) 2017 displays an intact plate and 10 intact screws. The provided x-ray from (B)(6) 2017 shows the plate with a transverse break through the sixth hole from the proximal end of the plate. No malfunctions were observed with the displayed screws. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the plate was not received and is already broken. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. The relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical device was not received no further dimensional or material testing could be completed. No definitive root cause was able to be determined as the specific circumstances surrounding the event and over the implant duration are unknown and the device was not received for physical evaluation. The 4.5mm va-lcp curved condylar plate design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. A device history record (DHR) review, visual inspection via the provided images, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the provided image shows a broken plate. No new malfunctions were observed during the course of this investigation. From the provided information, no design or manufacturing issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.